Event description:
Health professional called to report adverse reactions for two patients regarding the battle creek bed warming device. This report is for patient 2. Patient 2 is a female patient in her late 60's. Reporter says she used this device on (B)(6) 2014 and patient 2 received first and second degree burns. She also said patient 2 experienced an allergic reaction to keflex. Reporter stated that patient 2 did mention the bed felt warm. Reporter will send additional info and details soon.